Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s father reported via phone call that insulin pump was damaged. Customer states that o-ring, sealing ring was missing on reservoir compartment. Customer states that reservoir was able to lock in place. Customer¿s blood glucose was 15mmol/l at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with partially broken retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to partially broken retainer.

Manufacturer narrative:
Device received with partially broken retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, partially broken retainer, fading serial number label, faded end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.